Manufacturer narrative:
The customer stated that their qc was not within specification. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable electrode, sodium results for 1 patient sample on a cobas integra 400 plus module. The initial result was 123 mmol/l. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated on a cobas 6000 analyzer and the result was 137 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer stated they had ion-selective electrode (ise) calibration failures. The field service engineer (fse) performed electrode service, replaced ise tubing, and performed ise precision testing, calibration, and qc successfully. The investigation is ongoing.